Manufacturer narrative:
Serial number: (B)(4). For 4 of the 4 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported issue. Of the 4 reported events, 1 unit was resolved by replacing the central processing unit, 1 unit resolved by replacing the drive gas pressure sensor switch, and 1 unit resolved by replacing the positive end expiration pressure (peep) valve and peep safety valve. For 1 unit, ge healthcare technical support troubleshot the issue with the customer biomed engineer. No further resolution information available.

Event description:
This report summarizes 4 malfunction events. A review of the events indicated that model 1006-9321-000 anesthesia gas machine experienced therapeutic out failure. 4 units were reported for an alarm or error that resulted in loss of mechanical ventilation. These reports were received from various sources. Of the 4 events, 4 did not involve patients.